Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was torn above the down arrow key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow, ok and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts and the ok and up arrow keypad buttons were found to be inverted.